Event description:
It was reported that during a ptca/stent procedure, the stent delivery system was crossed distally through two previously implanted stents in the distal rca, resistance was felt and the stent became dislodged. A balloon catheter was crossed through the two stents and the dislodged stent was deployed, but it was deployed in an unintended site. No pt effects were reported.